Event description:
There was a leak from the silicone tubing of the transfer set. It was found when the customer changed a bag by clean flash. There was patient involvement, but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. A visual inspection performed and a cut in the tubing was noted. Leak testing was performed and a cut in the tubing was noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Upon completion of baxter's investigation, a follow-up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.